Event description:
On (B)(4) 2012, the reporter claimed that the patient had blood glucose readings in the 350's mg/dl for the last three days while the people within the patient's home had a 24 hour 'bug.' The patient tested positive for small to medium amount of ketones at the time of concern. The animas representative concluded the alleged hyperglycemia could be related to the patient's puberty and growth spurt. During troubleshooting, the animas representative was unable to check the subject pump's setting since the battery cap could not be secured on the device. The patient's doctor has placed the patient on the backup plan until his replacement arrives. The subject pump has been replaced and requested back for investigation. This complaint is being reported because the patient had elevated blood glucose and tested positive for ketones while on insulin pump therapy. It is not clear whether product malfunction, diabetes management, use error, or intentional misuse attributed to the alleged incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed corrosion in the battery compartment. The pump failed to power on. There was a battery compartment leak found during leak testing and the pump was opened and moisture damage found on the power flex.